Event description:
It was reported there was a prophylactic replacement due to an infection. It was reported, the patient had symptoms of redness, fever, swelling over site, and high "wbc". Additional information received reported the gluteal swab did show growth on culture, the thoracic swab had not yet had any growth on preliminary result from culture. The location of the infection was at the ins pocket in the right upper buttock. The device was removed and the patient was recovering from surgery.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(6), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(6).